Event description:
The lay user / patient contacted lfs alleging inaccurate erratic readings on the one touch ultralink meter. The patient mentioned that prior to testing on (B) (6), 2010 she had been exhibiting symptoms around 5:00pm of feeling thirsty, fatigue, frequent urination, irritable and headache. She tested her blood glucose and obtained a result of hi and 380 mg/dl less than 20 minutes from one another. Due to the elevated readings she went ahead and treated herself with 50 units of bolus insulin. The patient did not seek any further medical attention or contact her physician for assistance. It was noted that the technique of doing a test was incorrect. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient exhibited symptoms prior to testing. The patient's symptoms correlated with meter reading and self-treatment. The complaint is being reported since the results are greater than 20 mg/dl (1.11 mmol/l) or 20%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.